Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received power error detected alarm. The blood glucose level was unknown at the time of incident. Belt clip rail was also broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement and active current measurement. However, device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Device received with broken belt clip rails.